Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. Also, the shock impedance was higher than expected at 107 ohms. Technical services advised some programming options and an x-ray. Later, the pulse generator was explanted due to an advisory. The electrode was explanted due to the noise and inappropriate shock. There were no additional adverse patient effects. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Also, the previous report stated that the pulse generator was in an advisory population. It is not. It was reported that the patient received an inappropriate shock due to oversensing noise. Also, the shock impedance was higher than expected at 107 ohms. Technical services advised some programming options and an x-ray. Later, the pulse generator was explanted due to an advisory. The electrode was explanted due to the noise and inappropriate shock. There were no additional adverse patient effects.